Event description:
Port developed a catheter leak within one day of implantation. The leak was just below the skin. At the time of explant and replacement a pinhole was noted in the catheter just below the connection with the port. Child missed time from school due to hospitalization for repeat surgery.